Event description:
Additional information received indicated the reported battery depletion was found to be due to normal device behavior and the customer did not allege a malfunction against the implanted device.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to have reached the elective replacement indicator (eri). Premature battery depletion was suspected. No intervention was performed at this time. The patient was stable and will continue to be monitored.